Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Damages to the display window, reservoir tube, battery tube threads, belt clip slot and lcd window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was alarming during prime/rewind process. Customer stated that the insulin pump is broken at the battery compartment and a piece fell off. Customer stated that the drive support cap is sticking out. Nothing further was reported.